Manufacturer narrative:
The reported problem was resolved by the customer. No additional service info was provided.

Event description:
It was reported that the system would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.